Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported after the lead revision surgery (reference MFR. Report# 1627487-2018-07377 and 1627487-2018-07378), the leads were reconnected to the ipg and ipg could not be paired and was confirmed inoperable. As a result, new ipg was used and procedure was completed. Reportedly, therapy was restored post-procedure.